Manufacturer narrative:
A beckman coulter field service engineer was dispatched to the customer's site. The fse evaluated the instrument but was unable to find an active leak. The fse found that the latron primer was running high and proceeded to disassemble the blood sampling valve (bsv), and cleaned the bsv ports and the secondary pathway. The fse indicated that the instrument then ran without any leaks and all parameters recovered within specifications. Results: failure mode of the leak is unknown as the fse did not observe an active leak. However, the fse noted that latron was primer was running high and resolved the issue by cleaning the ports of the bsv and the secondary pathway. (B)(4).

Event description:
The customer reported a leak at the blood sampling valve (bsv) of the lh 500 hematology analyzer. The customer indicated that a few drops of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.